Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that the intraocular lens was opaque during post operative examination. The patient has an associated disease - diabetics retinopathy. The patient is having visual acuity ¿hands movement perception¿, which is a consequence of diabetics retinopathy, and a vitrectomy will be performed for silicone oil insertion due to this issue. The patient condition and visual acuity will be evaluated afterwards to decide if the lens explant is necessary. The retina of the patient is currently injured and the explant of the opaque lens will be justified only after patient recovers his visual acuity. No further information provided.